Manufacturer narrative:
Block b3: the exact date of the event is unknown. Approximated based on the month and year of the article was published. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: otsuki h, kojima h, hongo t, hori s, matsui y, yamasaki t, isono m, kosaka t, uehara s, fujio k. Impact of pulse duration alterable laser ureterorenoscopic lithotripsy for upper urinary tract calculi. Am j clin exp urol. 2023 aug 15;11(4):328-333. Pmid: 37645616; pmcid: pmc10461037. Block h6: patient code e1310 captures the reportable event of urinary tract infection. Impact code f2303 captures the reportable event of medication required. Impact code f12 capt3ures the reportable event of serious injury/illness.

Event description:
It was reported in the journal am j clin exp urol that a study was conducted to assess the effectiveness of a pulse duration alterable holmium-yag (ho:yag) laser on the stone-free rate (sfr) compared to a conventional pulse duration fixed laser after ureterorenoscopic lithotripsy (ursl). The medical records from patients with upper urinary tract calculi between 9 and 30 mm were retrospectively investigated. Ursl was included using a conventional ho:yag laser (group c) or a pulse duration alterable ho:yag system (group a). Ursl was performed in situ in patients with fixed lower ureteral stones through a ureteral access sheath (uas) (navigator 12/14 fr in group c, 11/13 fr in group a. A total of 228 and 188 patients were enrolled in groups c and a, respectively. Ursl adopts active fragmentation using an extraction approach. Sf was defined as the complete absence of stone fragments on computed tomography (CT) 1 to 2 months after ursl. Sex, bmi, stone length, stone volume, stone density, and the number of patients with positive preoperative urine cultures were not significantly different between the groups. Patients with lacking perioperative data and those with no post-operative follow-up tomographies were not included in the study. The study compared both groups according to the duration time, energy required, stone composition, stone free rate and also, postoperative urinary tract infection (uti). It was said that in group a, 12.8% of patients experienced uti, these patients received antimicrobials. No further patient complications were reported.